Manufacturer narrative:
Zimmer biomet complaint : (B)(4). (B)(4). The implant was not returned for evaluation. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The returned image (implant drive feature), shows part of the device drive feature. However, signs of damage could not be verified from this image. The returned x-ray shows the reported implant in the implant site with an attached restorative components. The components are not fully seated into the implant. Thread damaged could not be verified from this image. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined. Device not returned.

Event description:
It was reported that the internal hex of the implant (bnpt6510) was damaged. The customer was unable to determine exactly when the damage occurred. The implant remains in place and it was restored using an angled 15 degree gingihue post. Tooth location 3.